Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Two back extruded skewed staples could be seen stuck in a staple pocket at the 1.8cm cut line. Functional testing found, when the reload was loaded into a representative handle, that the clamping mechanism was deformed. Further testing noted that the device was received fully fired. Some of the pushers were flush to sub-flush on the cartridge, which indicated that the device was fired in over-indicated tissue or over an obstruction. The interlock feature was then overridden and no issues were observed during firing or retraction. However, the knife blade was observed to be damaged, which is an indication that the device was fired over an obstruction. The device was then disassembled to which no issues were noted with the internal components. It was reported that the staple hung-up. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are tho roughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open thoracotomy for the resection of a malignant lung tumor, the pulmonary parenchyma resection was performed without any issues. However, an unformed staple became caught in the tissue, preventing the jaw from opening. The tissue was removed with forceps, and the jaw was subsequently opened. There was no effect on the tissue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial# unknown ) sigpshell, sig power sigpshell control shell, (lot# unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.